Event description:
It is reported that a customer issues with the keypad on their insulin pump. The pt's blood glucose level was 83 mg/dl. The customer stated that there were no significant events that could have led to the issue. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revent to the back up plan. A new pump was shipped to the customer. No further info was provided.

Manufacturer narrative:
Findings: all buttons functioning properly. No unlocked j2/lcd keypad connector during visual inspection. Pump received with scratched lcdwindow. As 09/02/2014. This MDR related to the (B)(4) mfg site has been assigned a medwatch number from the medtronic minimed (B)(4) site per variance 5.